Event description:
Healthcare professional reported right side "rupture and exchange". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Healthcare professional reported right side "rupture and exchange". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture and exchange". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture and exchange". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.